Manufacturer narrative:
Pump received with partially broken reservoir tube lip, missing retainer, reservoir tube o-ring missing, scratched case, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window. Unable to perform the displacement test due to broken reservoir tube lip and missing retainer.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was 110 mg/dl at the time of the incident. The customer reported that the o-ring and reservoir compartment is cracked. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.